Event description:
The manufacturer has been informed of the passing of a patient who was using a rep dreamstation auto CPAP device. The executor of the estate contacted us, mentioning that she had received a letter from philips regarding a replacement device. However, since the patient had already passed away, she was uncertain whether the device was in their possession. She stated that she would follow up if the device is located so that it can be returned. No additional details were provided, and there is no indication that the device was involved in the patient's death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.